Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: one spike connector was provided to our quality team for investigation. Through visual inspection, no damage or other visible defects were observed. Functional evaluations were performed in attempts to recreate the reported failure. The spike connector was assembled with an IV bag, connecting an injector to the connector of the spike and injecting liquid into the bag. During this testing, leakage was observed where the connector is bonded onto the spike, verifying the reported incident. The product was sent for CT- scanning and identified a crack within the area of the leak. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including leakage testing. As the lot involved in this incident is unknown, a device history review could not be performed. It is possible the crack occurred due to the force used when threading the pieces during assembly. Without a lot to review the device records, this cannot be verified, therefore a definitive root cause cannot be established at this time. Complaints received for this device and the reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was a report about leakage from the base of the c35 part of the infusion adapter when attached to the infusion bag, there was a leak from the base of the c35 part of the infusion adapter. When opening the package, instead of opening it normally, the product was pressed against the paper part of the package and the paper was torn to open it. The drug added was gemcitabine. Additional information please follow up to request if lot information can be provided. A: we were told that the lot number was unknown. Additionally, can we clarify, they used pressure exerted on the device from within the package, to tear the paper portion and open the packaging? A: we were told that the tip of the c35 was pressed against the paper part of the package to tear it. Was there any damage observed near the location of the leak? A: at the time of retrieval, the bag was double-layered, so it was not possible to confirm. Can it be verified if the connector feels securely attached to the spike? A: from the appearance, it seems to be connected, but it is unclear whether it is securely connected.